Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a test step relating to a positive flow verification. The service technician states that the device was recalibrated to resolve the failure. The device was retested and passed all testing. Additionally, the rubber feet, cord retainer, front enclosure, rear enclosure, base enclosure, handle, top plate, labels, adapter, caps, and button were all replaced.